Event description:
Information received from the field notes that the patient presented for a routine follow-up with no complaints. The automated protocol could not be completed and dashes (---) were observed for some parameters. The device could not be programmed and measured could no longer be obtained. After two downloads, measured battery data was >3.5v, 0ua, and 84 kohms. Measured outputs were >9.5v and lead impedances were >1990 ohms.